Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined (summarize findings related to reported event). (Component related to reported event) was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that outside of surgery, the device will power on when plugged into the evac station but will not work when it is plugged into the wall. It was observed that the power supply was burnt out. During follow up, it was reported that the power inlet module failed and was melted. The device was not smoking and there were no exposed wires. The device was plugged into the wall and running new software. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6).

Event description:
It was reported that outside of surgery, the device will power on when plugged into the evac station but will not work when it is plugged into the wall. It was observed that the power supply was burn out. There was no patient involvement. Due diligence is in process and there is no additional information available. There is no adverse event associated with this malfunction.